Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operative ruptured abdominal aortic aneurysm. It was reported that when the device was opened the handle was broken. The physician was able to successfully deploy the stent graft without issues. No clinical sequelae were reported and the patient is fine. Evaluation of the returned delivery catheter was completed. Upon inspection of the delivery system, the two halves of the screwgear were broken axially 16.5 cm from the proximal end of the front grip, with a corresponding kink in the endseal hypotube. The root cause of the event could not be determined; the damage may have occurred during initial shipment.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusions: (cause of the break is unknown).